Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. However, the insulin pump passed the displacement test and bolus delivery, no motor error alarms occurred. The insulin pump passed the motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was hospitalized for non-diabetes related issue. Customer stated that while in the hospital she developed high blood glucose of over 500 mg/dl and low blood glucose of 18 mg/dl and both times was treated in the hospital. Nothing further was reported.